Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The event of far-p oversensing due to patient's high p-wave amplitude was confirmed through egms review. The device¿s sensing was normal based on its programmed parameters. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No noise was observed in real-time egm. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient was admitted to the hospital for an unrelated condition. Upon device interrogation of the implantable cardioverter defibrillator a battery performance alert (bpa) advisory was noted to have been triggered on (B)(6) 2020. Also noted were several episodes of non-sustained right ventricular over-sensing caused by far p - wave over-sensing. The bpa was received by the clinician. However, the physician elected to postpone explant until the patient recovered from the unrelated condition. No further interventions were reported.